Event description:
It was reported that, after implant procedure and a defibrillation threshold (dft) test, this electrode exhibited high shock impedances out of range. An imagery showed that the electrode dislodged. The next day a revision procedure was successfully performed to reposition the electrode. This electrode remains in service. No additional adverse patient effects were reported.